Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the only information provided was that there were no staples in the cdh25 device when used. Another device was used to complete the case. There was no consequence to the patient.